Event description:
It was reported that the nurse practitioner's handheld was not holding a charge. Troubleshooting was performed by a company representative which identified that the power light illuminates on while charging but the unit will not hold the charge. The nurse practitioner was provided a new programming tablet and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Product analysis was completed for the handheld device on 04/01/2015. No anomalies associated with the handheld were noted during testing. The handheld performed according to functional specifications. Product analysis was completed for the software flashcard on 04/01/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.